Manufacturer narrative:
All available information indicates that this product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure this right atrial (ra) lead displayed low pacing impedance measurements less than 200 ohms in a bipolar configuration. The device was reprogrammed to a unipolar ra lead configuration and displayed a pacing impedance measurement of 328 ohms. Insulation damage was noted from the distal portion of the ra lead to the connector. As a result, the lead was repaired with a silicon sleeve and medical adhesive. No adverse patient effects were reported during the procedure.